Event description:
On 1/13/94, a 32-yr-old male aids pt was admitted to the hospital. He had a single lumen central catheter placed on 9/12/93 for anti-viral medication. Because the pt had lost weight, on his admission it was being used for hyperalimentation. On 1/27/94, the external part of the catheter fractured and was repaired. X-ray revealed that the tip of the catheter was in the pulmonary artery. The catheter and the tip were removed. On 1/31/94 a double lumen catheter was placed for the purpose of hyperalimentation.